Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., g.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "developed redness in breast area that has since passed," "very concerned about possible alcl," and "lymph nodes are now swelling however a biopsy shows its not alcl." Patient additionally reported "serious health problems," "becoming easily fatigued," "has had heart/breathing problems," "had a pacemaker installed 3 years ago," "has retired from a job that they loved," and "has a strong history of breast cancer in family," which are non-device related events. Device remains implanted.